Manufacturer narrative:
Recall: continued: this ipg serial number was included in multiple field advisories.1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient' was unable to establish communication with their scs ipg. Subsequently, the battery was confirmed to be inoperable. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was replaced with a new model to address the issue.

Event description:
Additional follow-up identified the ipg was functional prior to replacement surgery. The patient elected to upgrade the device with new technology.